Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this old lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and had to be surgically removed. The target lesion was located in the proximal left anterior descending (lad) artery. The physician used a 6fr introducer sheath and 6fr guide catheter to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. During the first run at low speed, the device appeared to jump distally. When the physician attempted to retract the device proximally, he discovered that it was stuck and could not be removed. A balloon pump was inserted into the patient and the patient was transferred to the operating room. The device was surgically removed and the patient was stable following the procedure. Additional information has been requested, but none has yet been received.